Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient has reported that the battery required to be charged twice a week, as opposed to once per week which was standard. This suggested a level of premature battery depletion. Nothing of significance. The battery site mean be closer to the skin, due to the lower bmi of the patient. Diagnostics to be carried out via the app, when patient comes to clinic on (B)(6) 2024 for further review. No interventions at this stage. Possible resiting of the impact will be required in the future.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the troubleshooting performed in order to resolve the issue included usage reports were run off to access the programs which the patient had been using. There was a consistent program in use throughout. In terms of the recharging process, there was nothing to suggest any issues with the charging kit directly from the handset reports, with an excellent connection found between the battery and the recharger. The patient was provided with another recharging unit, which will hopefully address the issues of the connection being lost 2-3 times in a charging period. It was unknown if the issue was resolved. However, no further actions will be taken.

Manufacturer narrative:
Continuation of d10: product ID: 978a128, lot# va2g0rr, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that patient feels they can't evacuate bowels unless the device is above 50%. This then requires additional charging in the week. Hcp will patient in to run impedances.